Event description:
An (B)(6) female (normal anatomy in structure with total right pop artery and ata and proximal third of the pta occlusion) underwent a right lower limb procedure on (B)(6) 2014. During the commencement of balloon inflation (by hand), the balloon burst longitudinally and dye came out inside the vessel and blood returned back into the inflation pump. The pt required tibial angioplasty due to this occurrence. No part of the device remained inside the pt.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.